Manufacturer narrative:
(B)(4). Concomitant medical products: item 00595001601 lot 64586126. Item 00595204010 lot 64590069. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00055, 0001822565-2021-00667.

Event description:
It was reported that patient underwent a total knee arthroplasty. Approximately 3 weeks after the procedure patient had a scar revision - skin excision to avoid necrosis, and possible infection. There were no implants removed. Attempts were made and no additional information was provided.

Manufacturer narrative:
(B)(4). It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. Necrotic tissue can result from a non-healing wound. This deviation signifies an alteration in the wound healing process. As reported a surgical site scar revision was performed due to delayed/altered healing to promote healing and prevent further necrosis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.